Event description:
Clinical study. It was reported that following a carotid artery stenting treatment procedure a thrombus was observed. The pt underwent treatment with the nexstent carotid stent system in conjunction with the filterwire ez embolic protection system. The target lesion was in the left internal carotid artery with 7.0mm reference vessel diameter 10mm length and 99% stenosis. Thrombus was present in the treated vessel at the beginning of the procedure. Pre-dilatation was not performed. The filterwire and nexstent were deployed successfully. Post-dilatation was performed and residual stenosis was 20%. It was noted that a thrombus was present in the treated vessel at the end of the procedure. Thrombectomy was performed to treat the thrombus.

Manufacturer narrative:
The product was not returned for eval. Based on review of the event description and of mfg records for the device, there is no indication that the product was defective. Stent thrombosis is a known complication and risk factor associated with vascular intervention. The occurrence of these events is most often related to pt factors such as lesion morphology, vessel anatomy, resistance to heparin, and clotting disorders. It should be noted that the event description states that "thrombus was present in the treated vessel at the beginning of the procedure." The root cause of the stent thrombosis can be attributed to anticipated procedural complication.